Event description:
It was reported "during use, the tip of the needle rebounds." The device was removed and another set was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer provided three photos for analysis. The photos show two guide wire advancers within their advancers and kinks were observed at the distal end of both devices. The customer also returned one guide wire within its advancer for analysis. Signs of use were observed on the guide wire. The guide wire was observed to have several bends towards the distal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major bends in the guide wire was located approximately 23 mm and 45 mm from the distal tip. The overall length of the guide wire measured 601 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.842 mm, which is within the specification limits of 0.838-0.877 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and a potential finding was identified; however, it was determined the finding was not relevant. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire damaged during use was confirmed through complaint investigation of the returned sample. The guide wire had bends towards the distal tip. The returned guide wire met all relevant dimensional/functional requirements. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during use, the tip of the needle rebounds." The device was removed and another set was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".